Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device follow up. It was noted that the pacemaker exhibited backup vvi operation. A device restoration was performed successfully. The issue was resolved. The patient was in stable condition and will continue to be followed up normally.

Event description:
New information received noted the asymptomatic patient presented in clinic for follow up. Upon review, the pacemaker triggered backup vvi operation again on (B)(6) 2018 for the same reason. The device was successfully restored. The patient was stable and will continue with regular follow up.